Manufacturer narrative:
The cobas e411 rack serial number was (B)(6). The qc recovery was acceptable. The investigation is ongoing.

Event description:
We received an allegation regarding discrepant results for 1 patient sample tested with elecsys estradiol iii assay on a cobas e411 immunoassay analyzer (rack system). Initial result: >3000 pg/ml (accompanied by a data flag). 1st repeat result: 2192 pg/ml (repeated automatically by the analyzer with a dilution of 1:10). 2nd repeat result: >3000 pg/ml (accompanied by a data flag). 3rd repeat result: 2240 pg/ml (tested with a dilution of 1:10). The 3rd repeat result was deemed correct and reported outside the laboratory. The analyzer's auto-rerun and issues with dilution prompted the reruns of the patient sample.

Manufacturer narrative:
Section d4 was updated. The alarm trace showed a sample volume insufficient or a clot alarm. The field service engineer reviewed dilution handling with the customer per the product labeling and performed preventive maintenance. Precision studies and qc were performed, and they were within specifications. The product labeling states: "dilution samples with estradiol concentrations above the measuring range can be diluted with diluent multiassay. The recommended dilution is 1:10 (automatically by the analyzers). The concentration of the diluted sample must be > 881 pmol/l (> 240 pg/ml)." The investigation did not identify a product problem. The cause of the event could not be determined.